Event description:
It was reported that 7 days after a coronary drug eluting stenting treatment procedure, a sub-acute stent thrombosis occurred. The target lesion was located in the 30-40% calcified, 85% stenosed proximal left anterior descending artery (lad). Ivus was used and the lesion was pre-dilated. The physician successfully implanted a taxus express2 8.8% 3.0 x 8 mm drug eluting stent. Iib/iiia and heparin were used during the procedure. Between the stent implant procedure in 2004, the pt experienced a gi bleed and needed acute gi surgery, so plavix was discontinued. In 2004 the pt returned with chest pain and EKG changes. A sub-acute stent thrombosis was confirmed on angiogram. The treatment was an angioplasty. The pt's condition was reported as still unstable when they left the cath lab but the vessel was open when they left. In the opinion of the physician, the occlusion is the result of the pt not taking plavix.